Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery for 5 to 6 times before low battery alert and insulin pump will be shut off. Customer¿s blood glucose was high in the range of 300mg/dl. Customer stated that they had crack around the battery compartment and other side of the careen. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window and stained end cap sticker.